Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read "high", however, a specific bg value was not provided. Reportedly, the customer's bg level was elevated due to control iq not auto adjusting insulin delivery as expected. The sensor session on the pump was inactive, therefore control iq was unable to auto adjust insulin delivery as expected. Tandem technical support educated the customer on ensuring a sensor session is active for control iq to auto adjust insulin delivery. A manual insulin injection was administered to address bg. Customer declined to further troubleshoot with tandem technical support.